Event description:
Reportedly, during pt use, an 'o2 sensor disconnect' error occurred. There was no medical intervention or adverse pt effects reported.

Manufacturer narrative:
Though requested, pt information was not provided.